Event description:
The customer reported her blood glucose reached 414 mg/dl less than 24 hours after the pod was activated. Upon inspection, she noticed the cannula was out of her skin and it was lying flat against the pod. The pod was then deactivated.

Manufacturer narrative:
The returned product was evaluated and performed as designed. No defect or deficiency that would result in the cannula to fail to insert correctly or the pump to fail to deliver insulin was found. Qualification records were reviewed and the product lot met all acceptance criteria.